Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The log review also confirmed a supply change at approximately 11 pm on 4/30 followed by an 80u prime of insulin. It is likely but not confirmed that the caregiver did not disconnect the infusion set from the patient prior to the priming the infusion set, leading to this event. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient reported a hypoglycemic event with loss of consciousness the prior night. The patient's roommate found the patient unconscious and called ems. Ems treated the patient onsite with glucagon. The patient is a resident at an assisted living facility and their last supply change was performed by facility staff with the assistance of a diabetes educator on the phone. This supply change occurred prior to the low event. The patient was reported as fine and is using backup therapy.